Event description:
Pt presented for acl of right knee. During the procedure the tip of the screwdriver broke leaving a metal portion of the screwdriver with in the femoral bio-absorbable fixation screw.